Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the air/water channel, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, curved pipe deformed, liquid leakage recognized in the light guide bundle, dirt difficult to remove on the air/water cylinder, flexible tube of the insertion section crushed, scratches on the insertion tube, wrinkles in insertion tube, improper insertion of treatment instruments (hooking) observed in the forceps channel, liquid leakage observed in the operation part, scratches found on the operation part, curved rubber adhesive missing, foreign matter (dirt) inside nozzle, scratches found on the tip cover, scratches found on switch 1, scratches found on switch box, suction cylinder scraped, scratches on the up/down knob, scratches found on the right/left knob, liquid leakage recognized in the universal cord, scratches found on the universal cord, liquid leakage to the scope connector, scratches are found on scope connector, scratches on the right/left angle fixing knob, scratches on operation unit cover, scratches found on the grip, stains difficult to remove found on the grip, forceps plug cap scraped off, and scratches on the scope connector cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite gastrointestinal videoscope exhibiting e315 scope error with black screen. Upon inspection and testing of the customer returned device, foreign material was found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the root cause of the foreign material clogging the scope nozzle could not be determined. Olympus will continue to monitor field performance for this device.